Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was the pt reported noticing last night their neurostimulator (ins) battery depleted faster than normal. Pt explained they recharge the ins normally at the same time every day. Pt stated ins will usually have 40-50% battery left when they recharge each day. Pt indicated a mdt rep had instructed them this would be a normal rate of depletion. However, today when they were ready to recharge, the controller (ptm) was displaying "emergency-charge with a big triangle and red thing there". Pt claimed never seeing message before b/c they are religious about recharging devices. Pss understood pt may have been referring to the batteries screen indicating the ins battery was critically low. Pt was concerned that their "remote" had went bad adding the ins was totally out in the red with a warning sign. Pt wanted to resolve issue before pats closed for weekend hours. Pss confirmed with pt that normal ins depletion in a 24 hour period was around 50% and there had been no recent adjustments in therapy usage/intensity levels. Pt said the ins had been reprogrammed a month or two ago. Pt said ins is always on (24/7). Pt said they were recharging ins at time of call but interrupted session in order to get numbers for pss if needed. Pss also verified that the ins was recharging with excellent quality for the duration of the call.  No symptoms reported. The pt was redirected to see their doctor about this issue.

Event description:
Patient reported they turned off and took batteries out and back in and issue resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.